Event description:
It was reported that the user received an ¿infusion set expired¿ alert after performing a supply change while using an inset site with 23-inch tubing and 6 mm cannula. There were no reported adverse clinical effects. Outcomes included resolution of the alert after the user completed a fill cannula as instructed. Investigation included remote troubleshooting and user education on the correct supply change workflow. Investigation of this case revealed the user had selected ¿no¿ when prompted to confirm placement of a new infusion set, which triggered the expiration alert, and the device and infusion set components were otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error due to incorrect supply change steps.